Event description:
The customer reported receiving readings that were lower than he felt and low control solution results that were out of range on their freestyle lite meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is a final report. Retain samples from test strips lot 0822524 have been tested and one of eight retain vials was confirmed to also produce low results with control solution testing. Further observation observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel causing an electrical "open". The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of the parkes error grid, and as such, have the potential to be clinically significant. Remedial action (B) (4) was reported to the (B) (4) district office on 10 june 2009.